Event description:
During a coronary stent procedure of an extremely tortuous and calcified circumflex lesion, the physician experienced difficulty crossing the lesion. The physician first attempted to wire the lesion with another manufacturer's wire, however, they were unable to get the wire across the lesion. They were able to wire the lesion with a choice pt and pre dilated with a maverick balloon catheter. The physician was able to partially advance the delivery/stent device into the circumflex lesion. They continued attempting to advance around an acute bend. It was manipulated. The physician elected to remove the entire system without retracting the delivery/stent into the guide catheter. They were able to retract back to the aorta but when they came out of the arch the stent dislodged in the descending aorta. The physician was unable to locate the stent but believes it is to be in the peripheral vasculature. Patient status is listed as "okay".